Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false lead warning for low impedances was noted on the implantable pulse generator (ipg). High thresholds were also noted on the right atrial (ra) lead. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.